Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed based on the review of the archive data but was not confirmed during functional testing. As reported by the customer, the autopulse platform was stored in their fire engine, and it was placed on a hard surface during testing when the ua41 error appeared. The potential root cause of the reported issue could be due to factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours), which will increase the internal temperature of the autopulse platform and can cause the occurrence of a ua41 error message. Visual inspection of the returned autopulse platform revealed a cracked battery compartment and a bent battery lock, unrelated to the reported complaint. The observed physical damages appeared to the characteristics of harsh impact as a result of user mishandling. The damaged battery compartment and battery lock were replaced to address the issues. A review of the autopulse platform archive was performed and showed multiple ua41 (patient temperature sensor failure) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform passed initial functional testing and was able to power up. However, further testing was not possible because the autopulse platform's channel roller had seized up causing the platform to overheat. The channel (die-cast) was replaced to remedy the problem. During testing, the reported ua41 error could not be replicated. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) worked flawlessly during a patient call, and patient care was transferred to an emergency department (ed) nurse without incident. Later, when the customer replaced the lifeband and battery, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. Per customer, they store the autopulse in their fire engine, and they had the platform placed on a hard surface during testing. No patient involvement.